Event description:
During the procedure, the physician used a wilson-cook tracer metro direct wire guide. During use with an ercp catheter, the coating of the wire guide separated but did not detach near the distal end. The wire guide and ercp catheter were removed simultaneously with no injury to the patient.